Manufacturer narrative:
One device was received for evaluation. Visual inspection found a piece of the ac power connection was broken and jammed, the downstream occlusion (dso) seal was peeling from the bezel, and the upstream occlusion (uso) seal was separating from the chassis. The reported problem was confirmed. The printed wire assembly (pwa), dso seal, and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the charging port is no longer able to plug into the cable. The issue was discovered during preventative maintenance, there was no patient involvement. The device evaluation noted the downstream occlusion seal was peeling from the bezel.